Event description:
The customer reported generation of false low total bilirubin (tbil), and alkaline phosphatase (alp) patient results involving the dxc 600i clinical chemistry analyzer system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 600i clinical chemistry system. The fse performed multiple part replacement which included cartridge chemistry (cc) sample probe, sample probe level sense bead, syringe drive assembly. Auto gloss tubing, and cap piercer blade. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).